Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the customer experienced errors while installing the camera. The system logs confirmed loss of left video errors. The customer noted swapping the camera, however, the system logs did not indicate more than one camera. The camera was not available for testing, and it was unknown if a camera swap was performed. The symptoms could indicate possible endoscope controller (ec) or camera failure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber cable due to green/gray images on the screen. The fse replaced the video processor (vp) due to error 31226. The fse replaced the endoscope controller (ec) due to errors 45314 and 45311. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and failure analysis investigation did not reproduce/replicate the customer reported complaint. The vp was installed into the test system reprogram and ran the video test with sine cycle for 10 minutes. The vp was power cycled 10 times and sitting idle for 1 hour. The system came up with no errors and good video.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and failure analysis (fa) investigation replicated the customer reported complaint. The ec was install into the test system and it failed with error 45311 during to video test. The dual camera interface board (dcib) will be replaced to correct the issue. Fa performed light engine sensor check and is less than 5%. There was no visual damage found. Ec was returned without dust cover.

Event description:
Refer to h10/h11 for follow-up information.